Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,4.1mm,sbm,8 (tsv4b8) along with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use along with some bone debris on the screw vent. Product matched print specification where measured; product was inspected on jul 1, 2021. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. The device was located on tooth site 36 (fdi) and placed/removed same day. Device history record review for the lot (63371702) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (63371702) was performed for similar events using keyword 'does not disengage/release' and no complaint about nonconforming products was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsv4b8). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that it was impossible to separate the mount from the implant once the implant was placed. The implant has been removed in order to place a new one during the same procedure.